Event description:
It was reported that during a gastrectomy procedure, the clip was fed into the jaw diagonally from the third clip. The doctor commented that there had been no tension at the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.